Event description:
It was reported to medtronic minimed that the customer reported cosmetic damage in the battery compartment with a crack, causing repeated insert battery messages and the pump to keep restarting even with a brand-new battery. The patient also received a change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was performed for damage. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 12/08/2025 19:12:00.000, 12/11/2025 19:07:00.000. Insert battery alarm was found on: 12/08/2025 19:30:20.000, 12/11/2025 11:25:12.000 to 12/11/2025 11:49:23.000, 12/11/2025 12:14:38.000 to 12/11/2025 12:15:59.000, 12/11/2025 19:08:15.000 to 12/11/2025 19:12:25.000, 12/11/2025 23:19:41.000 to 12/11/2025 23:41:03.000. Failed battery alert/battery failed alarm was found on: 12/11/2025 19:08:27.000, 12/11/2025 23:34:22.000, 12/11/2025 23:40:44.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 11-dec-2025 at 12:19:59.000. There was no power data available for the date of 08-dec-2025. Unable to check power data for low battery alert at 12/08/2025 19:12:00.000. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. No unexpected failed battery alert/battery failed alarm noted during testing. Low battery alert at 12/11/2025 19:07:00.000 was unexpected. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 12/11/2025 19:07:00 faster than expected at 0.28 days. Battery cycle 2 received the lowbatteryalert (104) on 12/08/2025 19:12:00 after more than 7 days at 7.26 days. Battery cycle 3 received the lowbatteryalert (104) on 11/24/2025 06:14:00 after more than 7 days at 11.24 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 11-dec-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 12/06/2025 15:08:00.000, 12/07/2025 07:43:00.000, 12/07/2025 09:02:00.000, 12/07/2025 22:01:00.000, 12/11/2025 10:41:00.000, 12/11/2025 10:51:00.000. Lostsensor2alert (781) was found on: 12/07/2025 22:17:00.000. Sensorsignalnotfound (796) was found on: 12/07/2025 22:49:00.000. Sgcalibrationerror (776) was found on: 12/11/2025 12:19:28.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Unexpected battery power loss was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. However, unexpected battery power loss was confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.